Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation in the logs which occurred on (B)(6) 2010 during cycle 5, ultrafiltration volume 291ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device, which passed all tests pertaining to volumetric and temperature accuracy. The device was determined to meet the specification requirements relative to the increased intra-peritoneal volume (iipv) identified via device log review. The cause for the iipv found in the device logs was determined to be insufficient drain: one or more cycles advance to next fill when slow/no flow occurs above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. No issues were observed during the manufacture of the device. A service history review revealed that this device has not been previously serviced for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This is report 1 of 2.